Event description:
The customer contacted heartsine to report that their device could not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault and determined the root cause to be a misaligned membrane tail. The fault could not be replicated after correctly reinstalling the membrane tail, this would confirm the reported failure had been due to the misalignment of the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.